Event description:
It was reported that when inserting the peek device into the disc space the device fractured. The device was removed and another was used. There were no patient complications.

Manufacturer narrative:
Microscopic examination of the available fracture surfaces reveal brittle primary and secondary fractures and cracks in multiple locations with no indication of fatigue, and directional rays emanating from the crack initiation sites. Some fracture/crack initiation sites cracks appear to be located at the intersection of the diamond shaped facets, which could act as a stress concentrator. The implant inserter interface is cracked, consistent with excessive force utilized during implant insertion, which could contribute to brittle overload during insertion. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. The opposing location and direction of fracture rays suggest compressive overload during impaction. A review of the device history records found no documentation to indicate a non-conformance to specification.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. Product analysis is in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.